Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 581 mg/dl and a high ketone level determined to be life threatening by a health care provider. Cause was not known. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support, the customer had not yet been released however; the issue was resolved with no permanent damage. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 581 mg/dl and a high ketone level determined to be life threatening by a health care provider. Cause was not known. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released from the ER on (B)(6) 2026 the issue was resolved with no permanent damage.